Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak in the hydro area of the unicel dxc 600i synchron access clinical system from an unknown source. The instrument flagged with hydro errors and the hydro drawer contained a foamy liquid inside. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and cleaned the vacuum accumulator and 2 no foam valves. Instrument primed 20 times with no errors.